Event description:
Additional information was received that a revision procedure was performed and the rv lead was successfully repositioned. At the 24 hour check, the patient was experiencing periods of asystole greater than two seconds. A second revision procedure was performed and the rv lead was explanted and replaced. During the procedure, the patient endured decreased blood pressure and sedation-related issues. The patient was presented in the ICU. Pacing threshold measurements had increased from 2.2v @ 0.4ms to 3.5v @ 2ms. The patient was placed on a ventilator. Once the patient becomes stabilized, a revision procedure to place an epicardial lead was to be performed.

Event description:
Boston scientific received information that the patient with this newly implanted device system was presented in the ER after enduring three syncopal episodes. The patient had fallen and hit her head. Upon device interrogation, loss of capture (loc) was observed on the right ventricular (rv) lead. Notedly, atrial undersensing of atrial fibrillation (af) was detected. The device was reprogrammed to 7.5v @ 2.0msec. Intermittent loc at 3.5v was observed while the patient was monitored, with asystole greater than two seconds. An xray suggested that the rv and right atrial (ra) leads had pulled back. The device was programmed to unipolar. After adjusting medication, an underlying rhythm of af with rvr was observed. The loc was resolved. The physician elected to monitor the system in unipolar. The patient remained hospitalized under observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.